Event description:
Patient reported that, during a control test, the device generated a result of 6 mg/dl. The device's numeric reading range is 10 mg/dl - 600 mg/dl; values < 10 mg/dl should display as "lo." No patient injury was reported and no treatment was received. While on the line with technical support, patient performed a display test and all segments appeared as normal. Technical support requested the return of the suspect product and replacement product was shipped.